Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector would not inject. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to transport/storage, which are problems traced to the inappropriate transport or storage of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.